Event description:
It was reported that the insulin pump display went blank immediately after the customer accidentally wore the insulin pump while swimming. The customer's blood glucose was 10.0 mmol/dl. The customer stopped using the insulin pump and reverted to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.